Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "no audible alarm" was confirmed and reproduced during evaluation. The device was found to have no audio due to an improperly secured backflex. The backflex was reseated and the device produced audio as expected. No further correction is required. (B)(4).

Event description:
It was reported that a spectrum pump had "no audible alarm." It was also reported there was no patient injury.